Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 13may2019 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2019-00075 since there is more than one device implicated. Evaluation summary: a female patient reported that her required dose was 20 units and her humapen luxura device "only pushed insulin out after 14 or 15 units was pushed down." The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number 1109b02, manufactured september 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reportedly used the device for seven years. The core instructions for use state the humapen luxura has been designed to be used for up to 6 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the affiliate and from the initial reporter, concerned a 68-year-old (at the time of initial reporting) chinese female patient. Medical history included cardiac failure (heart disease), retinopathy and high blood pressure (no results, units or reference values were provided). Concomitant medications included acarbose and an unspecified medication marketed as carbonpin, both for unknown indications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via a reusable pen (humapen ergo ii) and reusable pen (humapen luxura) burgundy color, 20 units each morning, 16 units each noon and 20 units each night, also reported as 14 units each morning, 16 to 18 units each noon and 14 units each night (conflictive information), thrice daily, subcutaneously, for treatment of diabetes mellitus, beginning in 2012, also reported as (B)(6) 2012 (conflictive information) after being hospitalized for an unknown reason. In 2013, after starting insulin lispro protamine suspension 75%/ insulin lispro 25%, she had diabetic complications (nephropathy) / kidney complications caused by diabetes. On an unknown date, her blood glucose was increasing (no results, units or reference values were provided) as the humapen ergo ii and humapen luxura burgundy had problems (humapen luxura burgundy only pushed out after 14 or 15 units and humapen ergo ii could not push insulin out sometimes) since the prescribed dose injected into the body was less (dose not accurate) than the required and one insulin lispro protamine suspension 75%/ insulin lispro 25% cartridge that should be used for 4.5 days was used for 7 days (associated (B)(4)/ lot number 1109b02) and (associated (B)(4)/ lot number unknown). In (B)(6) 2018, while on treatment with insulin lispro protamine suspension 75%/insulin lispro 25%, she was hospitalized (for unspecified reason). She did not prepare for each injection as the priming was not done for each time. Since an unknown date, she was hospitalized every year because of blood glucose, blood pressure and heart issues (as reported). Information regarding corrective treatments, hospitalization and discharge dates also outcome of all the events was not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was continued. The operator of the humapen ergo ii and humapen luxura burgundy also its training status was not provided. The general duration humapen ergo ii and humapen luxura burgundy was not provided. The suspect humapen ergo ii and humapen luxura burgundy durations of use were four and seven years respectively. Action taken with suspect humapen ergo ii and humapen luxura burgundy was not provided and they were not returned to the manufacturer. The reporting consumer was not sure if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% therapy and did not provide a relatedness assessment between the events with humapen ergo ii or with humapen luxura burgundy. Update 17-apr-2019: additional information was received from the affiliate on 12-apr-2019 regarding two product complaints for the reusable devices (humapen ergo ii and humapen luxura burgundy). Completed description as reported of the event of diabetic nephropathy. Updated contact log and narrative with new information. Edit 17-apr-2019: added correct product complaint numbers in narrative. No additional changes were made to the case. Update 23-apr-2019: upon information received on 18-apr-2019, it was determined that case (B)(4)is a duplicate of case (B)(4), therefore, case (B)(4)will be deleted from database and all the information will be collected in case (B)(4). Added retinopathy as medical history, a humapen luxura burgundy concomitant device, humapen luxura burgundy and humapen ergo ii devices age, three additional insulin lispro 75/25 doage regimens with unknown lot number, the non-serious event of wrong dose administered and additional reference numbers. (B)(4) was re-processed for humapen luxura burgundy concomitant device. Updated narrative with new information. Edit 25apr2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 08may2019: additional information received on 05may2019 from global product complaint database cancelled the product complaint number (B)(4). The complaint number was removed from the product tab for the concomitant humapen luxura device and the narrative. Upon internal review of information received on 08apr2019 updated improper use and storage (ius) for the suspect ergo ii from no to yes and device age from three to four years. Upon internal review of additional information received on 18apr2019 updated suspect luxura device age to seven years and deleted concomitant device as follow up from the affiliate that the patient only used one humapen luxura device. Corresponding fields and narrative updated accordingly. Update 13may2019: additional information received on 07may2019 and 10may2019 from the global product complaint database. Entered the device specific safety summary (dsss), updated the medwatch and european and canadian (EU/ca) device fields, and added the date of manufacture for the suspect humapen luxura device associated with (B)(4). Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2019-00075 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the affiliate and from the initial reporter, concerned a (B)(6) (at the time of initial reporting) (B)(6) female patient. Medical history included cardiac failure (heart disease), retinopathy and high blood pressure (no results, units or reference values were provided). Concomitant medications included acarbose and an unspecified medication marketed as carbonpin, both for unknown indications. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from a cartridge via a reusable pen (humapen ergo ii) and reusable pen (humapen luxura) burgundy color, 20 units each morning, 16 units each noon and 20 units each night, also reported as 14 units each morning, 16 to 18 units each noon and 14 units each night (conflictive information), thrice daily, subcutaneously, for treatment of diabetes mellitus, beginning in 2012, also reported as (B)(6) 2012 (conflictive information) after being hospitalized for an unknown reason. In 2013, after starting insulin lispro protamine suspension 75%/ insulin lispro 25%, she had diabetic complications (nephropathy) / kidney complications caused by diabetes. On an unknown date, her blood glucose was increasing (no results, units or reference values were provided) as the humapen ergo ii and humapen luxura burgundy had problems (humapen luxura burgundy only pushed out after 14 or 15 units and humapen ergo ii could not push insulin out sometimes) since the prescribed dose injected into the body was less (dose not accurate) than the required and one insulin lispro protamine suspension 75%/ insulin lispro 25% cartridge that should be used for 4.5 days was used for 7 days (associated (B)(4) / lot number 1109b02) and (associated (B)(4) / lot number unknown). In (B)(6) 2018, while on treatment with insulin lispro protamine suspension 75%/insulin lispro 25%, she was hospitalized (for unspecified reason). She did not prepare for each injection as the priming was not done for each time. Since an unknown date, she was hospitalized every year because of blood glucose, blood pressure and heart issues (as reported). Information regarding corrective treatments, hospitalization and discharge dates also outcome of all the events was not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% therapy was continued. The operator of the humapen ergo ii and humapen luxura burgundy also its training status was not provided. The general duration humapen ergo ii and humapen luxura burgundy was not provided but started in 2012 and 2016 respectively (6 and 3 years). The suspect humapen ergo ii and humapen luxura burgundy durations of use were not provided. Action taken with suspect humapen ergo ii and humapen luxura burgundy was not provided and their return was not expected. The reporting consumer was not sure if the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% therapy and did not provide a relatedness assessment between the events with humapen ergo ii or with humapen luxura burgundy. Update 17-apr-2019: additional information was received from the affiliate on 12-apr-2019 regarding two product complaints for the reusable devices (humapen ergo ii and humapen luxura burgundy). Completed description as reported of the event of diabetic nephropathy. Updated contact log and narrative with new information. Edit 17-apr-2019: added correct product complaint numbers in narrative. No additional changes were made to the case. Update 23-apr-2019: upon information received on 18-apr-2019, it was determined that case (B)(4) is a duplicate of case (B)(4); therefore, case (B)(4) will be deleted from database and all the information will be collected in case (B)(4). Added retinopathy as medical history, a humapen luxura burgundy concomitant device, humapen luxura burgundy and humapen ergo ii devices age, three additional insulin lispro 75/25 dosage regimens with unknown lot number, the non-serious event of wrong dose administered and additional reference numbers. (B)(4) was re-processed for humapen luxura burgundy concomitant device. Updated narrative with new information. Edit 25apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.